Event description:
It was reported that the customer was hospitalized after her blood glucose levels reached 400 mg/dl. The caller stated that the customer was bolusing with the insulin pump, but her blood glucose levels kept elevating. The customer's husband later called to report that the hospitalization was due to heart complications, which did contribute to the elevated blood glucose levels. The customer had also been taking medication. Troubleshooting was performed, and the insulin pump was programmed correctly. Found auto off and low battery alarms in the alarm history. The insulin pump passed the prime and high pressure tests. The customer's husband felt that the insulin pump was not the problem, and that the high blood glucose levels were caused by stress and the medication she is taking. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.